Manufacturer narrative:
(B)(4). Cankaya, d., akti, s., ünal, s. B., sezgin, e. A. (6 jan 2021). Unicompartmental knee arthroplasty results in a better gait pattern than total knee arthroplasty: gait analysis with a smartphone application. Joint diseases and related surgery. 32 (1), 22-27. Https://doi.org/10.5606/ehc.2021.79635. Concomitant devices - unknown vanguard tibial component: catalog #: ni, lot #: ni; unknown vanguard tibial bearing: catalog #: ni, lot #: ni. Correspondence author. Report source - foreign: (B)(6). The product could not be evaluated and the reported event was not confirmed. The device history records and sterile certifications could not be reviewed as the lot number associated with the reported event is unknown. All devices manufactured by zimmer biomet follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. Superficial infections are procedure-related complications. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet such as hospital/surgical environment, provider-related risk factors and/or patient comorbidities. The reported event is considered procedure-related. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2022-00256, 0001825034-2022-00257.

Event description:
It was reported in a journal article that one patient was treated medically without revision to address a superficial infection following knee arthroplasty. Attempts have been made, however, no additional information is available.